Event description:
Per the audiologist, the pt bumped his head in 2007, but still obtained benefit from the cochlear implant and wearing the device consistently. Results of an integrity test done on two months later, were consistent with normal receiver/stimulator function with multiple open electrodes. The open electrodes were deactivated from the sound processing program. The pt continued to use the implant system. Due to concerns about future auditory performance the pt's device was explanted approx two and a half months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.